Manufacturer narrative:
(Initial reporter, address) was updated.

Manufacturer narrative:
The icy catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
A patient underwent ivtm therapy after cardiac arrest, and an icy catheter (lot # 141938) was inserted into the patient's femoral vein with no unusual resistance noted. At the cooling phase of the treatment, the nurse noted the 500-ml saline bag was empty. The saline bag was replaced and therapy resumed. However, after a while, the second saline bag was also observed empty. The dwell time of the catheter was about 1.5~2 hours when the issue was noted. The orange luer connections were inspected, and no leak was found at/around the connections. Also, there was no traces of saline observed on the floor, patient's bed, or on the console. The second saline bag was also replaced, and the therapy continued. However, after a short amount of time, the thermogard console displayed an air trap alarm error message. Catheter leak and infusion of about 1300 milliliters of saline into the patient's bloodstream was suspected. Subsequently, the catheter was replaced, and the issue was resolved. The dwell time of the catheter was about 2.5~3 hours when it was removed. After the catheter was replaced, the treatment was completed successfully with the same console. No device malfunction was reported on the thermogard console. No consequences or impact to patient.